Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, bisphosphonate treatment, peri-implantitis, mobility. Small palatal bone defect never completely filled despite filling with bio-oss (without membrane), but a pocket was not detected until 2018.